Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod confirmed a kink on the pusher assembly. If the device is forcefully advanced against resistance, damage such as a kink may occur. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of the reported resistance could not be determined. During the functional test, resistance was encountered while advancing the pod out of its introducer sheath, and as the introducer sheath was retracted over the proximal kink in the pusher assembly. The pod was able to advance out of its sheath and through the demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered strong resistance while advancing a pod coil through its introducer sheath and when the distal tip of the pod coil was approximately 10 cm past the hub of the lantern. Subsequently, the pusher wire became kinked. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.